Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Event description:
It was reported that at refill, the actual residual volume was 38.5mls, "indicating no drug had infused". The pump was explanted and was found to be operating correctly. The pump was still replaced with another pump. There were no active alarms prior to surgery. The patient was infused with lioresal and the patient had a "good relief" of his spasticity.